Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1024565 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1024565 test base part number 190-430 / lot 1024565. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 1024565 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2021 tested on a nasal kitted swab. The customer does not know what kind of test was done for the second test because patient went somewhere else but when they ran a third test it was on the ID now again that then gave them a false. Confirmation testing was performed at another facility on (B)(6) 2021 and generated negative results. Repeat testing on a new sample with the ID now covid-19 assay generated positive results. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.